Manufacturer narrative:
It has been established that this incident represents a duplicate of that previously reported via MDR 3005975929-2017-00220. Please therefore disregard this submission.

Event description:
It was reported that a revision surgery was performed due to metallosis and elevated cobalt and chromium levels.